Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose levels ranged from 182-325 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and continued insulin delivery, also administering a manual injection.